Event description:
It was reported that pump time was incorrect and caller requested help updating time and related settings. There was no reported impact to the customer¿s blood glucose level, as caller declined to answer questions about blood glucose range. Customer received assistance from technical support to update pump time, was advised to monitor pump for any future time discrepancies greater than 5 minutes, and acknowledged understanding of instructions, with no additional follow-up information provided regarding outcome.